Manufacturer narrative:
Examination of the returned device confirms the reported event as the bushings have migrated downward within the housing. The root cause is attributed to product design. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (CAPA-(B)(4)) at depuy. CAPA-(B)(4) is currently underway to investigate this issue. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal femoral jig fixation pins pulled through due to recall. Threaded headed pins were used and instrument removed. Update 7/31/2015 - follow-up from sales rep states that metal bushing was displaced from instrument. Threaded headed pins were used. Complaint updated 8/13/2015.